Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. A DHR review is unable to be performed because no lot/serial number was provided. The subject device was returned for evaluation. No medical records or images were provided. Based on the limited information available, the report of "pvl" and "undersized valve seated" could not be confirmed, however, as the surgeon mentioned "under sizing may have contributed to improper valve seating to the patient's annulus" which could have contributed to the reported "pvl". For this case the most likely cause is procedural factors, including the valve initially implanted was inadequate in regards patient's anatomy. An edwards defect has not been confirmed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors.

Event description:
It was reported that a 21mm 8300ab aortic valve was explanted after an implant duration of approximately two (2) years, six (6) months due to hemolysis caused by paravalvular leakage (pvl). The explanted valve was replaced with a 21mm 11500aj valve. The patient outcome was reported as recovered. Per the reported information, there were no significant anatomical factors observed at the initial avr. Immediately after the surgery, echo revealed mild pvl, so the patient has been followed up. As the pvl gradually worsened and hemolysis developed, the surgeon decided to perform the second avr. Upon the valve explant, there was a gap between the cuff and the aortic annulus at the commissure area of the right coronary cusp (rcc) and non-coronary cusp (ncc), which was large enough to allow forceps to be inserted, and the leakage was occurring from there. All three simple sutures were intact. There was no obvious calcification observed on the valve. The surgeon commented that he was not sure of the cause of the gap at the area of rcc-ncc commissure, but under sizing may have contributed to improper valve seating to the patient annulus.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned, and device evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11. Additional narrative. Updated h3 and h6. H3: product evaluation: customer report of pvl was unable to be confirmed through visual observations. X-ray demonstrated frame was expanded, but the frame of the valve was deformed and pushed inward around commissure 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the inflow aspect and 1mm on leaflet 1 on the outflow aspect. Host tissue was moderate at the frame inflow and minimal at the outflow aspect. One suture hole was visible near one of the three black stitch markings on the sewing ring. Wireform was also exposed around leaflet 2 on the outflow aspect. Sewing ring cloth had multiple cuts around the valve.